Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the pump alarmed power error detected. Customer¿s blood glucose level was 153 mg/dl at the time of incident. Although power error detected alarm troubleshooting had been followed, the battery still runs out several times a week. No low battery alarm received, only change battery alarm received for 30 minutes. Customer advised customer to return pump for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 and low battery noted during testing or in the pump trace download.